Event description:
It was reported by service report that the fowler would not stay down or support the pt's weight. The customer could not determine if there was pt involvement or if there were adverse consequences to report.